Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that a capture anomaly was observed. It was noted that the lead had dislodged. The lead was replaced when an attempt to reposition was unsuccessful.